Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully applied. The anvil clamping mechanism was deformed. The anvil was bowed. Pmv performed functional testing which included the reload was loaded into a post market vigilance (pmv) instrument (0812) for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the ja ws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, the stapler could not fire the third staple. There was a poor staple formation when firing the device for the second time. The distal staple is not well formed. They replaced a new handle and reload to complete the case.